Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer did not mention any symptom related to low blood glucose level. The customer reported that the insulin pump was not on auto mode. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.